Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: dizziness-ndr: not applicable as the event is not related to the device. Malaise-ndr: not applicable as the event is not related to the device. Wrinkling: no observed. Headache-ndr: not applicable as the event is not related to the device. Visibility/palpability: unable to observe as it is a medical event not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: deformation observed. No further actions are required as the device was implanted.

Event description:
Patient reported right side "pain", "devices throw waves", "he could not feel the implants", and "came across a site where many ladies said it would be due to the breast implants". Patient also reported the non device related events of "dizziness", "exhaustion", and "headaches". Healthcare professional additionally reported right capsular contracture baker grade iii. Device has been explanted.

Event description:
Patient reported right side "pain", "devices throw waves", "he could not feel the implants", and "came across a site where many ladies said it would be due to the breast implants". Patient also reported the non device related events of "dizziness", "exhaustion", and "headaches". Healthcare professional additionally reported right capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.